Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that lipase controls are out of range high when they are run on the architect c8000. When controls are return on the instrument individually, they are within the normal range. In addition, a patient sample generated a higher than expected lipase result, but when the same sample was retested, an expected result was obtained. There was no impact to the patient's management reported.